Event description:
The initial reporter received questionable trigl triglycerides results for two patient samples with a cobas pro c 503 analytical unit. The reporter stated they were having issues with results being flagged and repeating differently. They found the qc to be out of range so they put on a new reagent pack and the issue seemed fixed. The next day the qc on the new reagent was out of range so they stopped running triglycerides and waited for service. Sample ID: (B)(6). On (B)(6) 2021, the initial result was 163 mg/dl. On (B)(6) 2021, the repeated result after the service visit was 221 mg/dl. Sample ID: (B)(6). On (B)(6) 2021, the initial result was 185 mg/dl. On (B)(6) 2021, the repeated result after the service visit was 249 mg/dl. The questionable results were reported outside of the laboratory. The repeated results after the service visit were deemed correct. For sample ID (B)(6), the reagent lot number was 51624901 with an expiration date of 31-oct-2021. For sample ID (B)(6), the reagent lot number was 54796201 with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation found the calibration and qc recovery were acceptable. There was no indication for a performance issue of the reagent. The field service engineer found the rinse volume in the wash station was low causing carryover. He adjusted the rinse volumes to the correct levels. The customer ran calibration and qc which were within normal range. No further issues were reported. The investigation determined the service actions resolved the issue.